Event description:
Boston scientific received information that this atrial lead displayed increased impedance measurements and sensing issues. In addition, the ventricular signal was displayed on the atrial channel. During a follow up visit, threshold testing revealed no capture at high programmed pacing output settings. An x-ray was performed revealing this lead was dislodged. A revision procedure was performed. This lead was removed and replaced. No return of product is intended. The patient with this lead is not pacemaker dependent and experienced no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.